Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself during a patient event. The crew was able to manually power the device back on each time. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.

Manufacturer narrative:
Concomitant medical products of the initial medwatch report indicates: product available to stryker ¿ return. Returned to manufacturer on ¿ 01/09/2019. Section d10 of the initial medwatch report should indicate: product available to stryker ¿ field. Returned to manufacturer on ¿ 01/03/2019. Section h3 of the initial medwatch report indicates: device evaluated by mfg: no. Reason for no evaluation: device evaluation anticipated, but not yet begun. Section h3 of the initial medwatch report should indicate: device evaluated by mfg: yes. For no evaluation: blank. Reason code ¿ other: blank. Initial medwatch report indicates: method code ¿ blank. Results code ¿ blank. Conclusion code ¿ blank. Initial medwatch report should indicate: method code ¿ 10. Results code ¿ 3233. Conclusion code ¿ 11. The initial medwatch report indicates: code # 2692 ¿ na . Code # 4019 - unlabeled . Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.section the initial medwatch report should indicate: code # 2692 ¿ na . Code # 4019 - unlabeled. Physio-control downloaded the electronic records from the customer¿s device for review. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.section physio-control reviewed the downloaded electronic records from the customer¿s device and confirmed that the device loss power inappropriately multiple times. Physio further evaluated the customer¿s device and observed that all 4 battery pins of the device were loose. Loose battery pins can cause an inappropriate loss of power. Physio-control then replaced the battery pins, and after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The likely cause of the reported issue was due to loose battery pins.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself during a patient event. The crew was able to manually power the device back on each time. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.